Manufacturer narrative:
The hvad is used for treatment not diagnosis. The site performed a controller exchange and returned the devices to the manufacturer for evaluation. There was no reported injury as a result of this event. Various analyses were conducted and reviewed in order to evaluate the performance of the returned screen batteries in relation to the reported event. An evaluation of returned battery bat030475 was not performed as the battery lots are identified as lots pertaining to recall fsca apr2014.1; therefore product evaluation is not required. The three batteries with unknown serial numbers were not returned to the manufacture for evaluation. The returned controller con182462 passed visual examination and functional testing. The reported event could not be confirmed via log files, however, log file analysis revealed a history of 'vad stop' alarms due to a driveline disconnection. No premature power switching events were observed in the log files. Applicable risk documentation and experience with events of similar circumstances were considered; events with 'vad stop' alarms are most often attributed to a driveline disconnection. Furthermore, power switching events involving unscreened batteries are most often attributed to a faulty cell. Heartware has opened an internal investigation to evaluate these types of issues. There are no known clinical or user related factors that could have contributed to this event. Based on the available information, the root cause cannot be conclusively determined; it's possible the patient accidently disconnected both power sources or suffered a premature power switching event during the power source change. The most likely root cause of the reported 'power switching' is a battery with faulty cell. The 'vad stop' alarm is most likely due to a driveline disconnection. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. This is one of three reports (3007042319-2014-00815, 2016-02277 and 2016-02278) submitted for devices related to the same event.

Event description:
Approximately seven and a half months after hvad® implantation, the patient reported that the controller was switching from one power port to the other earlier than expected. It was also reported that the patient lost power three times on the reported event date, during which the patient experienced presyncope. The controller was exchanged without issue, the batteries were removed from the patient, and replacements were supplied. The issue reportedly resolved with the replacement devices and the patient was discharged home.